Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. We were unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump passed currents test. The insulin pump had moisture damage found on lcd board, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the keypad was unresponsive. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.